Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and an alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 4.8 and 5.7, poc inr: 2.4. Therapeutic range: 2.0 - 3.0. There were a total of three (3) hours between the first inratio inr test and the poc inr test. The caller reported that the meter was not in the correct mode when the finger stick was performed. Additionally the finger was milked after the finger stick and multiple finger sticks were performed on the same finger. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 373678a was performed and found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. A user issue and an improper technique were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency and no corrective action is required.